Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the pump powered up with the returned battery cap to a vibration alert only. No auditory alarm occurred, and the display remained blank upon battery insertion. The battery cap was able to fully tighten to the pump. The battery cap measured within specifications. The pump was opened to find moisture throughout the inside of the pump. The pump download failed due to internal moisture contamination. The blank display and inoperable auditory alarm was due to internal moisture damage. The intermittent power complaint was unable to be investigated due to the inability to run the pump and run a 24 hour basal program. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. No evidence of moisture contamination was found inside the battery compartment.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.